Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Multiple attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that one day after having an intraocular lens (iol) implanted, he has had excessive persistent glare and halos that cause him to see ghosting of headlights when driving. He is planning to have a lens exchange procedure with another surgeon. Additional information was requested.

Manufacturer narrative:
The iol was returned in a specimen cup in clear solution. After drying, a pattern of solution was observed. The lens was damaged. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported complaint of 'glare and halos: lens exchanged'. The lens was torn/cut into two portions similar in appearance to damage created when explanting a lens. Additional haptic and optic damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
Additional information was received from an account manager. The lens had been exchanged and the sample was being returned.

Manufacturer narrative:
(B)(4).

Event description:
Medical records were received from the implanting surgeon. Two weeks postoperatively the patient reported decreased vision and mild epi-retinal membrane was observed by the surgeon. Five weeks postoperatively posterior capsular opacification was diagnosed.